Manufacturer narrative:
On (B)(6) 2015, the field service engineer (fse) replaced the wash syringe drive unit and verified proper operation. Ran a free t4 calibration successfully. Afterwards, performed quality control (qc) runs with no issues. No additional activities were performed. The instrument was performing as intended. Most likely cause for this event was the wash syringe drive assembly that needed replacement. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4).

Event description:
On (B)(6) 2015, a customer called to report 4044 wash home not found and 4045 wash syringe home over-run errors with aia-360. The customer was unable to run beta-hcg and troponin patient samples. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting of beta-hcg and troponin patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.